Event description:
It was reported that during an attempted implant after some attempts to fix the lead in the atrium, the helix rotation would not work. The lead was replaced. No adverse health consequences to the patient.

Manufacturer narrative:
The reported event of sensing problem was not confirmed, while the reported event helix mechanism issue was confirmed. As received a complete lead was returned in one piece. Visual examination found the helix partially extended and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism was isolated to an overtorqued inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication or conductor fractures but found shorts between the conduction paths due to the overtorqued inner coil. No other anomalies were noted.

Event description:
New information received indicated that the lead would not sense, and the helix would not retract after several attempts of positioning the lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.